Manufacturer narrative:
(B)(4).

Event description:
Pt reported sensor error but wasn't able to provide the complete details how many hours she had the sensor error alert. It was reported that a sensor error occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the unknown insertion site on an unknown insertion date. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a sensor error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.